Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local department of olympus. Local service department checked the subject device and found that the touch panel worked normally but e117 error occurred due to corrupted ssd. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that e117 occurred because the ssd failed.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, otv error e117 had shown on the monitor and touchscreen of the subject device had no response. The subject device was used in combination with ch-s400-xz-eb and clv-s400. The customer decided to use another system instead, and completed the intended procedure. There was no report of patient injury associated with the event.